Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would not boot up. The receiver case was opened for further evaluation. A visual interior inspection was performed and found a defective battery with cold solder pins on the controller chip. The battery was removed and replaced with a known good battery. The receiver turned on and would perpetually reboot. The data log was downloaded directly from the ui pcba board and errors were found. Functional testing and an overnight charging test were unable to be performed. The reported event that the receiver ceased to function was confirmed during log review. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.